Manufacturer narrative:
(B)(4). Jie chen, md, mph, craig c. Akoh, md, rishin kadakia, md, jeremy s. Somerson, md, mark e. Easley, md, samuel b. Adams, md, james k. Deorio, md, and james a. Nunley, m. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. [Analysis of 408 taa.pdf].

Event description:
It was reported, in a journal article from foot & ankle specialists, that reported a us study of adverse events, that two components had talus loosening / subsidence. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
These events were addressed in (B)(4). A maude extract for the specified time period (2015-2018) was compared against a complaint pull, and all events were reported in the aforementioned complaints. It can be deduced that the other complications were for other competitive systems the initial report was forwarded in error and should be voided.

Event description:
These events were addressed in (B)(4). A maude extract for the specified time period (2015-2018) was compared against a complaint pull, and all events were reported in the aforementioned complaints. It can be deduced that the other complications were for other competitive systems the initial report was forwarded in error and should be voided.